Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump giving self insulin. Blood glucose level was low. Customer reported active insulin was 5.8 units and the actual insulin delivered was 10 units which leads to low blood glucose level. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.